Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of (B)(4)showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure of the catheter in the patient, facility alleged the device was defective. They stated that a part of the material detached, having a risk to remain in the patient's body. Additional information: the facility reported that during the passage, by moving the catheter and traction, a rupture in the lumen was observed during injection of saline with 20 ml syringe. No patient injury reported. Access: right cephalic vein